Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact completed the load process and after completing the pump displayed zero units of insulin and had to load another new cartridge. It was indicated that there were no alerts or alarms confirmed. The customer re-attempted the load and was able to load the cartridge. The customer's blood glucose level was not impacted.